Manufacturer narrative:
This product has been moved to the associated devices, please delete this report from your records. This case is further reported under 0009613350-2020- 00370. Zimmer biomet's reference number of this file is (B)(4).

Event description:
This product has been moved to the associated devices, please delete this report from your records.

Manufacturer narrative:
The manufacturer did receive x-rays, CT scans, revision surgical report, pns and fluoroscopy images for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to implant fracture and infection.